Event description:
It was reported that a pregnant interstim ii pt had severe foot cramping, and it was making it difficult for her to walk. The hospitalized pt had a hard time rolling to her side, due to leg cramping, when the mdt rep went to turn the device off. The foot cramping began to subside once the device was turned off. Further info is being requested from the hcp.